Event description:
It was reported that during training the ilet displayed a cracked lcd screen, and the user stated they did not drop the device; the user was not wearing the device and a replacement was arranged with standard ground shipping. Symptoms included no reported adverse health effects. Outcomes included device replacement and instructions for return of the damaged unit. Investigation included review of the report of physical damage and coordination for device return. Investigation of this device revealed a cracked display consistent with screen damage affecting the device¿s user interface, with no reported functional impact beyond the display. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display of unknown origin.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.